Manufacturer narrative:
It was reported that during surgery when the doctor hit the product he cracked and broke a piece. The device was outside the patient but a piece fell inside the patient and was retrieved. The affected femoral implant impactor, used in treatment, was not returned for evaluation. However pictures were provided which confirmed the stated failure mode. This device was manufactured in 2018. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Without the return of the actual product involved, our investigation of this report is inconclusive. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the cam arm bumpers is missing, rendering the device inoperable. The pin that retains the bumper is still attached to the device. The device was manufactured in 2018 and shows signs of extensive wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery when the doctor hit the product he cracked and broke a piece. The device was outside the patient but a piece fell inside the patient and was retrieved. The procedure was completed with the same device.